Manufacturer narrative:
The reported customer complaint of no video image was confirmed through evaluation of the device. Evaluation findings were listed as: image blackout. A device history record (DHR) review for model ec34-i10l, serial number (B)(4) was performed and the DHR review confirmed the endoscope had 1 rework for image defect/ filter defect and no concessions. The device completed manufacturing on 15-apr-2020 under normal conditions, passed all required inspections, and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed. The device pcb for ccd drive, electrical connector assembly, shield pipe for ccd and signal wire for the ccd pr were replace and the instrument was returned to the customer. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
A customer requested a RMA for a ec34-i10l- video colonoscope, indicating that there was no video image. The timing and location of the observation are unknown at this time. There were no patient or user injuries, adverse events, delay, or medical intervention reported.